Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that a baby in the nicu had burn marks from using the limb band electrodes. The burn began directly under the black circle/gel on the adhesive part of the electrode and continued to spread. The patient had a consultation with the wound ostomy nurse and had instructions for skin care/dressing change. The burn mark was treated with aquaphor bid, and covered with mepilex.